Manufacturer narrative:
The device has been received for evaluation. An investigation has been initiated based upon the reported information. See scanned pages.

Event description:
The neurosurgeon has reported explanting 3 nph valves due to the valves not draining properly. The patients improved after surgery, but the nph symptoms return after a few months. This incident is related to MDR# 9612007-2007-00030 and MDR# 9612007-2007-00032.